Event description:
On two to three occasions. The unit lost power while transporting pts (ages and genders unk). Each time the medics changed the unit's battery, but the unit would not regain power. The medics tested the unit after each of the alleged malfunctions and the unit functioned properly and was returned to service. There was no adverse effect on the pt.